Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 cgm was displaying inaccurate values. At the time of contact with dexcom technical support patient reported no injuries or medical intervention.